Event description:
It was reported, the patient was getting a "shocking pain from the stimulator and it follows the wires and shoots all the way up my spine.¿ it was stated this started a couple of days prior to report. It was noted the patient¿s stimulator was working great and the patient hadn¿t had any problems with it and didn¿t want to change anything since it was working so good for them. Additional information from the healthcare provider stated the cause of the event was the patient was sick. It was stated the patient did not require hospitalization and their outcome was reported as non-serious illness or injury. It was later reported the patient did not have concerns with their device or therapy and received assistance from their doctor or manufacturer representative.

Manufacturer narrative:
Product ID 3889-28, lot# va09c5d, implanted: 2013 (B)(6); product type lead product ID 3889-28, lot# va09c5d, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).